Manufacturer narrative:
Off-label, unapproved or contraindicated use - a main device was not implanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii iliac stent graft was implanted in a patient for the endovascular treatment of a right iliac aneurysm. Calcification at the origin of the right common iliac artery. It was reported that during an attempt of implanting the stent graft in the area from the origin of the right common iliac artery to the right external iliac artery, the delivery system was stuck at 1cm distal to the origin, and could not be advanced further probably due to calcification at the origin of the right common iliac artery. The physician slowly moved the delivery system back and forth while applying torque and the delivery system eventually successfully reached the target position where deployment of the stent graft was to be initiated (at the origin of the right common iliac artery). When deployment of the sg was started, the physician noticed that a part of the proximal stent edge was distorted. The stent graft deployment was suspended after two stents rings had been deployed. The physician tried to correct the distortion by moving the delivery system back and forth, but it was unsuccessful. Since two stent rings had already been deployed the physician determined that it was no longer feasible to retract the stent graft into the delivery system and remove it from the patient, and decided to fully deploy the stent graft with the distorted portion left as it was. After the stent graft was completely deployed, the physician tried to smooth out the distorted portion by touch up using a reliant balloon, but it was unsuccessful. Angiography was done and showed there was no endoleak to the initial target of the right internal iliac artery and the objective of the evar treatment was achieved successfully. Due to the distortion, blood flow into the right common iliac artery was partially blocked; however, the inner lumen diameter of the narrowest portion of the distorted site had patency with the size of two 14-fr sentrant sheaths placed side by side which is approximately 11mm. It was determined there was sufficient blood flow. The physician decided to complete the procedure and continue monitoring the patient¿s condition, instead of further trying to resolve the distortion. The physician stated the event was anatomy related (the proximal edge of the stent graft was possibly caught on the calcification at the origin of the right common iliac artery causing the stent edge to be distorted). No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Evaluation summary: the possible cause of the right limb proximal stent malposition occurring during implant could not be determined from the limited films provided. Pre-implant CT¿s were not available, and additional angiograms at implant including during delivery system advancement, stent graft deployment, and d-s removal were not provided. Post-implant CT's were also not available for a current assessment of the reported reduction in the limb flow lumen. It is possible that stent graft oversizing, implanting a 16mm limb into the 11 x 12mm diameter right common iliac, may have led to possible stent graft infolding and incomplete expansion of the proximal stent. The report of the proximal edge of the stent graft possibly becoming caught on the calcification at the origin of the right common iliac artery may have also contributed. Off-label usage, implanting the proximal end of the iliac limb into a native vessel (and not into a stent graft) may have also been a primary contributor. If information is provided in the future, a supplemental report will be issued.